Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("90 % of the time pieces of the coil come out with what look like hunks of meat or tissue") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("every time I have my period (excruciating cramping and pain)") and menorrhagia ("every time I have my period I will bleed so heavy"). At the time of the report, the device breakage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device breakage, dysmenorrhoea and menorrhagia to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: dysmenorrhoea, menorrhagia, device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device breakage ("90 % of the time pieces of the coil come out with what look like hunks of meat or tissue") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("every time I have my period (excruciating cramping and pain)") and menorrhagia ("every time I have my period I will bleed so heavy"). At the time of the report, the device breakage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device breakage, dysmenorrhoea and menorrhagia to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: dysmenorrhoea, menorrhagia, device breakage." Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.